Event description:
Pt's father stated that he was flushing the line, and allegedly heard it break. There is allegedly a "hole below skinny."

Manufacturer narrative:
The complaint was confirmed and the cause appears to be use related. The product returned for eval was a broviac catheter repair segment. The damage observed in the returned sample was characteristic of over=pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The split was located distal to the clamping oversleeve, and the observed damage which is characteristic of this failure type included: 'c' shaped split, tensile weakness at the fracture site (due to material ballooning prior to burst), and granular texture to the fracture surface. An occlusion was observed distal to the burst site, and this may have contributed to the failure. A lot history review (lhr) of reyj1572 showed no other similar product complaint(s) from these lot numbers.